Event description:
Procedure type: lap gastric bypass. Patient gender: female. According to the reporter: the device became lodged in the upper 2/3s of the esophagus because the suture connecting the anvil and the tubing broke. Endoscopy to orally remove the device. Surgical time was extended by 45 minutes. There was no additional blood loss or tissue damage as a result. No patient injury was reported.